Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the bottom screw of the connector for insertion handle instrument has broken clean off. The event took place when the nail was almost in place and they were just going to hammer it a little bit more, then the instrument broke. There was no delay to the surgery and procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Event date was not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.